Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 554 mg/dl, elevated blood glucose was addressed with manual injection and changed all supplies. Reportedly, the customer reverted to manual injections.